Event description:
It was reported that this pacemaker and right atrial (ra) lead had lead safety switch for high out of range pacing impedances six months ago. There was noise present on the ra lead in unipolar sensing, however they were unable to recreate in unipolar or bipolar using isometrics. The patient has less than one percent pacing in both chambers, so the plan was to turn the lead safety switch off for this patient. The device system remains in-service, and there were no adverse patient effects were reported.